Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check the autopulse platform (B)(4) displayed ua07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement reported on this issue.